Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of ¿service due soon¿ was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto a known good in-house system and powered on with error message. The complaint was confirmed based on failure analysis. The root cause is attributed to an insufflator failure; however, the exact root cause could not be determined more specifically.

Event description:
It was reported that during a training/demo of the da vinci system, customer stated that there was a message on the insufflator screen showing a message stating "service due" and the insufflator did not work at all. There was no report of patient involvement.